Manufacturer narrative:
Unk. Unk. Unk. This product is manufactured in the u.s. But not marketed in the u.s. Health effect impact code: (B)(4). Device code: (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -14.50/+2.0/117 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection foudn the lens haptic torn with residue on the lens. Claim#: (B)(4).